Event description:
It was reported the patient had 4 previous open heart surgeries in her life. The first and second surgeries took place in another country and involved mitral valve replacements with tissue valves. The third surgery in 2001, was a double valve replacement with this mitral valve implanted and a 21mm sjm masters series (model 21aj-501) placed in the aortic position. In 2007, mild hemolytic anemia and mild leakage were observed. Six months later, the fourth surgery was conducted and paravalvular leakage was repaired off pump. Postoperatively, mitral and tricuspid leakage was observed. The location of the mitral valve leakage was different from the part previously repaired. A fifth operation was performed four months later, and the mitral valve was explanted. A portion of the sewing cuff was observed to be damaged exposing the rotation mechanism. The valve was explanted and the sewing cuff was left in the annulus. Another 27 mm sjm masters series valve was implanted (model 27mj-501).